Event description:
This MDR is generated in retrospect, beacause lifescan has become aware on october 18 that the test strip defect subject to this report may lead to inaccurate low blood glucose results. The lay user/patient had alleged that he was getting inaccurate low results. He received a result of 31 mg/dl on the meter. He did not receive any medical attention or intervention. During troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl). However, the patient had reported that test strips were damaged. The complaints of inaccurate low for the test strip lot subject to this report do not show a trend different than that of other test strip lots. The retain strips were tested by product analysis and they passed both visual and functional testing. However, the lay user/patient's test strips (21 strips were returned) were received by lifescan and tested. They failed visual test, due to an "enzyme lay misprinted/incomplete. "They also failed the functional test (11 strips were tested) and failed low, when tested with control solution.